Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results when testing with the binaxnow covid 19 antigen self test on a kitted nasal swab sample on (B)(6) 2022. The consumer took three tests on (B)(6) 2022; the first test generated a positive result, the second test generated an invalid result and the third test generated a negative result. The consumer noted that they took a fourth test with a different manufacturer's product which generated a positive result. No further information regarding patient health status or outcome was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 171568 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 171568 and device part number 195-430wl / lot 169329. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 171568 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.